Manufacturer narrative:
Review of the device history records indicate 32 devices were manufactured and accepted into final stock on 20-dec-2010 with no reported discrepancies. Based on the device identification the complaint databases were reviewed from 2010 to present for similar reported events regarding patellar subluxation. There have been no other events for the lot referenced. Clincian review of the provided information determined that "the complaint of ¿kneecap aching and tightness¿, as well as complaints of clicking, are likely due to patellar subluxation requiring lateral release at revision surgery and likely persisting as complicated by the lateral incision and quadricepsplasty performed at the primary total knee arthroplasty surgery on the left. There is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation." If additional information becomes available, this investigation will be reopened.

Event description:
Patient reports pain, clicking, having trouble bending and unsteady. Patient states something feels loose.

Event description:
Patient reports pain, clicking, having trouble bending and unsteady. Patient states something feels loose.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.